Manufacturer narrative:
Investigation: visual inspection revealed that the scope washing tubing was broken about 1 inch from the c-ring. The part remaining attached was bent in several places. The detached part was received separately. The harvesting tool was received with a small nick in the shaft tip shrink tubing. There was no evidence of blood or signs of clinical usage. Based upon the visual observations, the reported complaint for "scope wash tubing broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 c-ring scope wash tubing broke. The tubing broke about 1" from the distal end of the c-ring. The piece remained in the cannula in the leg, and did not need to be retrieved separately. A new kit was used to complete the procedure. There were no patient effects. The product was returned.